Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the left side wheel fell off due to the bolt and attaching hardware becoming stripped out.